Event description:
Following a full revision surgery, patient stayed at the outpatient clinic overnight due to pain and vomiting. Vns was turned on after surgery and the patient also complained of tooth pain associated with stimulation cycle. The patient's device settings were later adjusted. The autostimulation feature was turned off and then the normal current was lowered and the patient reported feeling better. Per the surgeon, the pain was in the neck area and the lead revision and stimulation may have contributed to the pain. The vomiting is probably related to anesthesia per surgeon.